Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97755, serial# (B)(6), product type: recharger. Analysis of the recharger (serial# (B)(6)) found that the device was scrapped due to the recharge antenna failure of the no device found message and due to the insulation being pulled too far out of the recharger donut. Fdc d01, fdr c070602, and fdm b01 pertain to the recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4),UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an internal neurostimulator (ins). It was reported via a patient representative that they were having difficulty charging the stimulator with the equipment for almost 3 months. The caller stated they were able to bend/curl the recharger to get things to charge but now they cannot connect and charge the stimulator at all. The caller confirmed the controller is fine but reported the recharger cord was frayed by the paddle. The caller stated the recharger began heating up and the patient felt the recharger burning, shocking, stinging them and a red burn mark was left on the patient's skin. They stated last night the patient couldn't sleep because the stimulation is off due to the depleted stimulator and being unable to charge. The caller stated the therapy works really well for the patient's symptoms. Troubleshooting was unable to be performed as troubleshooting was conducted with reps prior to calling patient services. Caller did not have the equipment with them and was not with the patient at the time of the call. They called back on registered phone number reiterating last night when they were recharging their implant they got a shock burn, the cord burned the patient. Patient reset the controller and attempted to charge their implant, patient was no longer able to charge their implant and the implant battery completely depleted. Patient mentioned they could charge with the ac power supply but not with the rtm. They sent an email to repair for an rtm replacement. During call the patient mentioned they had chronic pain.